Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to the insert was undersized. A size 4 insert should have been used to match the femoral component, not a size 3 to match the tibial tray. Culture showed positive for consistent inflammation. No loosening reported. Doi: (B)(6) 2017; dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The initial reporting stated "the patient was revised due to the insert was undersized. A size 4 insert should have been used to match the femoral component, not a size 3 to match the tibial tray." Per the sigma revision surgical technique, a rp insert must match the femur size for size. Therefore, off label use is confirmed for this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. The device associated with this report underwent off label usage. A worldwide complaint database search was performed. A worldwide complaint database search found no additional previously related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. No product contribution to the reported event was identified. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary.